Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was noted that short v-v (ventricle-ventricle) were observed on a remote download. The lead was reprogrammed and remains in use. The patient is scheduled to have the lead reevaluated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.